Manufacturer narrative:
Block a2: patient's age: 51-60 years old. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 and g4: this complaint originated in the united states but was reported to boston scientific via survey submission from the united kingdom. Healthcare facility: (B)(6) clinic. Block h6: imdrf device code a050502 captures the reportable event of bullet needle misfired.

Event description:
It was reported that during sacrospinous ligament fixation procedure, the bullet kept misfiring. The procedure was completed using a non-boston scientific needle driver to manually pass the bullet needle through the ligament. The prolapse was successfully corrected in this patient. No patient complications were reported.